Event description:
It was reported that the patient had a loss of therapeutic effect and their device just stopped working. The patient was going to the bathroom a lot and urinating wherever they were at. The patient noticed this right before christmas. No outcome or interventions were reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-33, lot# va07a6d, implanted: (B)(6) 2013, product type: lead. (B)(4).